Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Field service engineering (fse) visited the customer account to address the reported event. During servicing, fse verified the wash temp high error. Fse replaced the wash heater but the error persisted. Fse then replaced the sensor board but the error continued to occur. Fse found that the temperature had elevated to 104 celsius with heaters turned off. Fse checked and reseated cables on the cb board and connection board. Fse replaced the drv board and checked cable connections on the sensor board, drv board and the main board. After these replacements, the temperature returned to normal. Fse checked the clog detection and adjusted it to 2.5 volts. Fse then checked the temperature for the wash, substrate, and incubator. Fse ran psa controls without any issues. The instrument was verified as operational. There was no further action required by fse. A sensor pc board, wash heater, and a driving pc board were received in the isc for evaluation on 27-jun-2018. Functional testing was performed on the sensor pc board and the wash heater and found that the parts performed as expected. The error could not be duplicated. The parts passed testing. However, the driving board was visually inspected and found that the component driving the wash heater was damaged. Functional testing was performed finding that the q4 component on the pc board had shorted. The error was duplicated. The part failed testing. Evaluation codes: sensor pc board (B)(4). Wash heater (B)(4). A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: list of error messages if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 3015 washer temp. Limit which indicates that the wash solution temperature reached the upper limit. Troubleshooting for the error states to power off and on again. If the error reoccurs, contact the service department. The most probable cause of the reported event was due to fault or failure of the driving pc board.

Event description:
A customer reported error message 3015 washer temp limit while running quality controls (qc) with the aia-360 instrument. The instrument was not running. Fse was dispatched to address the reported event, which resulted in a delay of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.